Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath patient experienced a perforation. During the procedure it was noted that the left atrium was small and there was difficulty moving the sheath and the catheter around the right veins. The patient's blood pressure dropped and through intracardiac echocardiography (ice) a pericardial effusion was identified. Drainage was performed but the effusion did not stop. The procedure was stopped at this time and the patient was transferred to an operating room for a thoracotomy. The patient is expected to fully recover as they are "in cardio reeducation but in a good condition". The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.